Event description:
Unomedical reference number (B)(4). Event occurred in sweden. The patient reported that on (B)(6) 2022, the infusion set's tubing was broken in the part of the tube that was connected to the attachment. The patient inserted a new infusion set. Further, the infusion set was inserted on the stomach. No further information was available.